Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported that the outlet connector of the valve broke off during surgery. There was no impact to the pt.